Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan alleging the "apply sample" message appeared on the display of the one touch ultra 2 meter. The medical surveillance specialist contacted the pt to obtain/clarify info. The pt said the issue began two days prior. The pt ate a normal breakfast at that time. Two hours after the issue began the pt reportedly felt symptoms of shakiness and sweatiness. The pt said those symptoms are typical of hypoglycemia for her. She drank some juice and felt better after about one hour. When asked if the pt would have done anything differently when she tried to test at 9 am, she said she probably would not have done anything differently also said that if her reading had been very low, she would have drank some juice. She didn't say how low the reading had to be. She takes 1 pill of glucophage twice daily and adjusts her diet based on meter readings. She says if her readings are too high, she decreases her intake of starches and decreases her portions. She tests her blood sugar twice per day. It was determined during the troubleshooting telephone call, the pt's technique for sample application was correct. The test strips drew the sample into the test area. Upon reset with a new vial of test strips, the issue was not resolved. This complaint is being reported because the pt alleged her meter displayed an "apply sample message" and felt symptoms indicative of hypoglycemia two hours afterward. The symptoms may have been prevented because according to the pt, she could have drank juice had the meter given a reading at the time of the issue.